Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted bodily fluid in the lead barrels. No other anomalies were noted. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The bodily fluid in the lead barrels would not have contributed to the clinical observations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded out of range right atrial (ra) impedances of greater than 2,000 ohms, exhibited by a non-boston scientific ra lead. It was noted that pocket manipulation could not produce any noise. It was noted that the patient was being upgraded to a cardiac resynchronization therapy defibrillator (crt-d). During the upgrade procedure, it was noted that the device was inspected and the pin was all the way through the header, and visual inspection of the lead did not reveal any abnormalities. The lead was tested through the pacing system analyzer (psa), resulting in impedances in the mid- 400 ohm range. The device was explanted and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
The device was later returned for analysis.